Event description:
Olympus sales representative reported that the ceramic tip of the customer inner sheath broke off inside the patient at the end of procedure. The tip was able to be retrieved successfully. No death or injury was reported to olympus.

Manufacturer narrative:
No device will be returned to olympus. The lot/serial number for the affected device could not be obtained. Therefore, a device history record review could not be performed. The legal manufacturer concluded that a damage of the ceramic beak of the sheath was likely caused by thermal and mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. The IFU also provides warning: ¿before use warning, infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing, inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning, risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor complaints for this device.